Event description:
It was reported that the ilet battery charger exhibited a charging problem with a continuously blinking charger light, resulting in a completely depleted ilet battery; the user transitioned to backup therapy, and the affected device component was the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a power source problem identified consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.